Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, confirmed the ex valve was damaged, and successfully replaced it. Ran leak test, fio2 monitoring calibration, and verification, and all tests passed the needed requirements. The unit fulfills manufacturing specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator exhalation valve assembly is broken causing leak. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.